Event description:
In 2006 the intralase fs laser was used to create a corneal flap for lasik surgery. One day postoperatively the patient was seen by a co-managing doctor and presented with diffuse lamellar keratitis (dlk) in the left eye (os) and was referred back to the attending doctor. Topical steriods and nsaids were increased by the attending doctor. As of 06/29/06 the patient's postoperative bcva was reported as 20/60 os and the preoperative bcva was 20/20 ou. The physician also observed a light scar in the central visual axis, however, the scarring is expected to dissipate with the topical steroid treatment. It is unknown whether the patient's decreased vision is related to the scarring or the dlk. The association between the event and the device is unknown.

Manufacturer narrative:
An intralase clinical applications specialist and a field service engineer evaluated the device on 06/16/06 and 06/23/06 at which time the laser was optimized to doctors preference, met specifications and performed as intended.